Event description:
It was reported via email: customer received product that was disconnected spoke to patient's wife. She clarified five bottles had the lines disconnect while actively draining. A small amount of liquid leaked, she immediately clamped the line and connected a new bottle to complete the drainage. No patient harm. Patient's catheter is located in his chest. No samples are available. No patient harm.

Manufacturer narrative:
Pr 2270555 follow up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001380257 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that the connection was not held for the appropriate amount of time after applying the adhesive onto the drainage line. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported via email: customer received product that was disconnected spoke to patient's wife. She clarified five bottles had the lines disconnect while actively draining. A small amount of liquid leaked, she immediately clamped the line and connected a new bottle to complete the drainage. No patient harm. Patient's catheter is located in his chest. No samples are available. No patient harm. Polc.